Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent l5 spinal reduction and interbody fusion internal fixation due to spondylolisthesis of the l5 bilateral isthmus and l5-s1 latent fissure. Intra-op, when the doctor completed the implantation and locked the screw, the screw broke. The device came in contact with the patient. No fragments of the device remained inside the patient. No patient complications were reported due to this event.

Manufacturer narrative:
Product analysis: visually confirmed the set screw is fractured approximately ~1 thread up from the distal tip of the set screw. The broken off portion of the set screw was not returned for analysis. Microscopic examination of the fracture surface appears to emanate from the root of the thread, following the thread helix, with downward deformation of the sheared portion of the thread. The outer hex does not appear to be damaged however, the inner hex does show signs of deformation. The above observations are consistent with torsional shearing of the thread during tightening. If information is provided in the future, a supplemental report will be issued.